Event description:
A waffle air cushion inflatable boot was on left lower leg on the patient. A sharp edge at a weld was noted to cause a lesion on the patients left achilles region of the foot resulting in a skin tear. Follow up reveals that the sharp edge was found on similar boots from the same lot number. The boots were replaced by the manfacturer. Report site states they believe the product is no longer distributed.